Event description:
The customer reported an uncontained leak of clear fluid dripping from the probe wipe clip of the coulter ac.t diff analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found that the clip holding the rinse block had broken causing the tubes to kink and the rinse clock to drip while rinsing probe. The fse replaced the traverse assembly which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).